Event description:
A report was received that the patient was experiencing redness and itching at implant site. It was believed that the patient may be having an allergic reaction to the implanted materials. The patient was administered an injection medication and the symptoms were resolved. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.